Manufacturer narrative:
Medtronic received the following information from the journal article entitled; primary endovascular elective repair and repair of ruptured isolated iliac artery aneurysms is durable¿results of 72 consecutive patients adrian kobe, celina andreotti, gilbert puippe, zoran rancic, reinhard kopp, mario lachat, thomas pfammatter. J vascular inter radiol 2018 volume 29 (12) https://doi.org/10.1016/j.jvir.2018.07.019. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft was implanted in a patient for the endovascular treatment of an isolated iliac artery aneurysm. The following events were reported: malfunction: unknown endoleak type ia, endoleak type ib, endoleak type iiia, endoleak stent graft dislocation.